Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low elecsys ferritin result for one patient sample. The initial result was 3 ng/ml and was reported outside the laboratory. The physician requested repeat testing and the sample was retested on (B)(6) 2017 with results of 111 and 113 ng/ml. The repeat results were believed to be correct. The patient was not adversely affected. The reagent lot number was 13307001 with an expiration date of 06/30/2017. The field service representative found there was a sampling issue due to an air bubble in sample. He checked the sample mechanism, verified the dispense, and checked the alignment. Qc was performed and was within specifications. A specific root cause could not be determined. Possible causes may be due to poor pre-analytical sample handling, incorrect tube placement, or use of sample tubes that are not within specification. In addition, general assay or system specific issues, such as bubbles or foam on the reagent surface or old pinch tubes are also potential causes. None of these causes could be confirmed with the information provided for investigation. Based on the provided calibration and control data, a general reagent issue could most likely be excluded.